Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said their device is moving around and causing a lot of pain. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. A letter from the manufacturer company was sent to the patient requesting that the patient send any further information on the actions/interventions being taken to resolve the event if any further developments for the event occurred and the patient replied that no actions had been taken to resolve due to covid-19. The patient starred a note at the bottom of the page: ¿no action due to covid-19 <(>&<)> no transportation.¿ the patient reported that they were getting really concerned about it moving around; that the implant was still moving around in their back and that no action had been taken to resolve. The patient stated they were getting really concerned and that they were having a lot of numbness in their legs and left arm and that also their pain in their back was getting worse; they were still having swelling in their legs. The patient reported that it just started 3 about 3 weeks ago their left arm and legs were going numb more and more every day. The patient reported that they were supposed to be getting a pain pump but still haven¿t gotten the pump. The patient reported that their pain was sometimes unbearable. The patient also stated that while they didn¿t know if it had to do with the implant but they had been having a lot of pain in their hips in the morning from sleep. The patient stated that it was to the point where they had to lay in bed for 30 minutes to an hour before they could move their legs and that the pain ¿a side¿ /where they could deal with the pain. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. In response to the inquiry of when the ¿moving around¿ issue was observed the patient replied (B)(6) 2020. In response to the inquiry of what actions/interventions had been taken to resolve the device moving around issue and if it had been resolved the patient replied ¿no.¿ there were no further complications reported.